Manufacturer narrative:
Batch review performed on 04 march 2021: lot 182726: (B)(4) items manufactured and released on 10-july-2018. Expiration date: 2023-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to stem loosening 1 year 6 months after the primary. The cause of the stem loosening is unknown. The surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.